Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2004.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing with an increase in sensing integrity counter (sic) and high rate non sustained noise episodes. The lead capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.